Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that several patient studies completed off site that were transferred to the site had been appearing on the guidance system's software with white lines through the images. There was no patient involvement.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # (B)(4). Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1. H3, h6) a software analysis was performed for this event. In summary, a software issue was identified. This issue occurred during the planning stage. This issue was where a digital intercommunication of medicine (dicom) file with the patient's CT scan had several missing slices. These missing slices interfere and the CT scan uploaded in the system looked like it had black gaps only between vertebrae that had metal screws. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.